Event description:
Home patient reported a crack in a minicap. Per home patient the crack was noted under the finger flange area, not extending to the edge of the cap. Per home patient, the crack was noted during use.